Manufacturer narrative:
Investigation results: investigation summary: we have been provided with the affected sample for investigation. After the evaluation of the returned sample, we verified the reported issue and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Investigation conclusion: we have been provided with the affected sample. After the evaluation of the returned sample, we confirmed the reported issue and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. We have also reviewed the barrel lots #7187013, #7160135, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7187017, #7160139, and no problems, defects or qn related to the reported issue were found. Root cause description: after the evaluation of the returned sample, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #(B)(4).

Event description:
It was reported there were ¿extra plastic pieces¿ found inside a 20 ml discardit¿ ii syringe without needle. There was no report of injury or medical intervention.